Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Device not returned.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2008-1867 for a description of the other event. It was reported to boston scientific corporation in 2005 that a ultratome xl sphincterotome device was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the physician had difficulty bowing the sphincterotome. When she bowed the tip of the cutting wire, the device folded at the back of the lumen and prevented her vision in the endoscope, and could not complete the procedure. A second ultratome xl sphincterotome device was used, but "failed" as well (a description of this event is unknown). A third device (manufacturer unknown) was used to complete the procedure. There were no patient complications reported as a result of this event.